Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became kinked, interrupting insulin delivery. The customer's blood glucose level was about 130 mg/dl. Reportedly, a new cartridge was loaded to address the issue.